Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was not performed because the serial number was not provided. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. CAPA reference: (B)(4). The customer stated that there was no patient involvement.

Event description:
(B)(4). 8100 unit channel error. Customer eric called in for help on two units have xa channel error explain to customer with that error message can lead to two boards on the unit the motor controller board or the logic board on the unit. Customer was not aware if it gave ca error codes. Also confirm part numbers, then transfer customer to order managements to confirm price on each part.